Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A false positive may lead to treatment with a less effective drug or ineffective which can lead to serious adverse patient consequence. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4)

Manufacturer narrative:
Investigation summary: a complaint of 'bd sars-cov-2 fps' was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer complained of high rate of false positive results on the reference kit 445003-01. Bd service collected the required information about their runs and configurations. The database and log files were also received and analyzed. Reagents case# 01235035 was opened due to this complaint. The database analysis showed true low amplification and did not suggest an instrument issue. It was likely due to low level contamination. The customer was sent detailed instructions on how to perform extended environmental monitoring and avoid contamination. The complaint cannot be confirmed as an instrument issue as the database review revealed no instrument related issues. The root cause cannot be determined with the information provided. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. DHR review of the instrument showed that it had passed all factory acceptance tests during manufacturing without any issues. No new trends, risks, or hazards were identified as a result of the complaint. A corrective action is in place to address false positive issues with the bd sars-cov-2 assay. Bd quality will continue to closely monitor for trends with associated problems.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A false positive may lead to treatment with a less effective drug or ineffective which can lead to serious adverse patient consequence. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4).